Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 332mg/dl, 86mg/dl, 330mg/dl. Tests were done within,10 minutes with a difference of 58%. Pt did not experience any adverse events. No further info has been reported.